Event description:
As per medwatch number mw5106280; spinal needle broke while being used for spinal analgesia. The patient was a (B)(6) male that was scheduled to have a right total knee arthroplasty. Diagnosis is: primary osteoarthritis of both knees. The plan for anesthesia was a peripheral nerve block and a spinal block. The needle broke during the spinal block. A second surgery needed to be planned to remove the needle. There was some delay because a spinal surgeon at 2 different hospitals were consulted prior to the surgery. He ended up staying a day in the hospital for the spinal surgery to remove the needle. The patient was unable to have his knee surgery and it was rescheduled for a later date.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.